Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to re-insert the electrode due to a tip fold-over of the array during initial implantation surgery. The implanted device remains insitu.